Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v762718, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was having ¿flare ups/infection. The patient then stated that the infection happened a few weeks after their programmer started giving them problems a couple weeks prior to report. The patient went to the emergency room and they told the patient they were having a ¿flare/infection.¿ it was stated that the patient had to keep turning it up. The day of report the patient stated the stimulation was too strong and painful and was causing spasms so they were assisted with turning their stimulation down. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.